Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer was hospitalized due to low blood glucose. The blood glucose reading was 56mg/dl at home, and 102mg/dl upon hospital arrival. Customer has been having issues with sensor, will be retrained. Customer declined troubleshooting for insulin pump. Nothing further reported.